Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, moderately calcified, mildly tortuous, 90% restenosed, proximal left anterior descending (lad) artery with a vessel diameter of 3.8 mm and a lesion length of 20 mm after pre-dilatation the 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced but anatomical resistance was met inside the implanted bare metal stent (bms) when the physician pulled the xience xpedition sds. The device was removed from the anatomy and the sds proximal stent strut was noted to be flared. There was no reported adverse patient effect; there was no reported damage to the implanted bms. The procedure was completed using a 3.5 x 22 mm resolute integrity stent without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.